Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge properly despite attempting multiple cables and power sources. Also, it was reported that the pump battery was noted to be depleting quickly, dropping from 40% battery life to 5%, within a few minutes. The customer's blood glucose level was not impacted. Review of t:connect pump data indicated that the battery gauge dropped from 85% to 5% within 5 minutes. Reportedly, the customer would contact their healthcare provider to obtain a backup method of insulin delivery.